Event description:
The device was inserted without issue on (B)(6) 2016. Approximately 18 weeks after insertion, patient complained of abdominal pain and requested to have the device removed. The device was removed on (B)(6) 2016. Upon removal, md noted an ulcer at the incisura with depth of 1.5 cm. Md confirmed that patient's pain resolved once the balloon was removed and patient had no further sequelae. Patient continued to take proton pump inhibitor medication (protonix bid) following removal and was also prescribed carafate for 8 weeks.